Event description:
It was reported that in early march when refilling the pump, 'only 14ml were possible to fill in the pump'. In the middle of (B)(6) the patient was admitted due to increased pain and to rule out pump failure. The reservoir volume was 8ml; the log showed no alarms or errors. The second refill on (B)(6) went fine; 40ml drug into the pump without a problem. The patient was satisfied with the effect and discharged. It was noted there was no injury and the patient outcome was normal. In the (B)(6), when refilling the pump, they found 37 ml in the reservoir; 12 ml was expected. No alarms or errors found in the pump log. Patient reported satisfactory affect since the last refill. The pump was refilled with 40 ml and the patient went home satisfied, and no complaints after two days. An x-ray of pump and catheter were performed on (B)(6); results were normal; no disconnection. (B)(4) test performed: aspirated 3 ml of csf or seroma fluid. With the needle in the bottom it was not possible to aspirate or insert dye. When they inserted dye after retracting the needle 1-2 mm, the dye ended in the pump-pocket. It was indicated there were discrepancies between estimated and actual reservoir volume indicating possible pump malfunction. It was reported that the effect had been on and off. On (B)(6) the first motor stall occurred was confirmed by the physician. The alarms were sounding through the weekend before the (B)(6). It was noted there were several motor stall alarms ((B)(6) 2012). The pump and catheter were replaced. It was noted there was no injury/harm. Patient status was satisfactory. The pump was delivering morphine that was made by the hospital pharmacy.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): analysis of the pump revealed motor feedthru anomaly. A hole in the pump tube/mechanical wear was also reported. It was observed that there was a pump tube leak that allowed enough drug into the bulkhead to foul the feedthru's causing multiple stalls. Also received for analysis was the catheter. Analysis of the same revealed an occlusion between the sc connector and the pump. It was concluded that the catheter was incorrectly assembled; a suture had been tied directly to the catheter body.

Manufacturer narrative:
Catheter model# 8709sc, lot# unk, serial# unk, implanted: unk, explanted: unk. (B)(4). Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.